Event description:
The customer reported that the insulin pump had an error alarm since the day before the call. The customer stated her blood glucose was high and went to the hospital. The customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 469mg/dl. Troubleshooting was performed and the alarm could not be cleared. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.